Event description:
From staff: broken manifold on cardiac or patient that arrived to ccu on [date and time redacted]. IV drugs were not infusing properly and leaking all over the floor and placing patient at risk for air embolism. Was caught before harm reached patient.